Event description:
It was reported that the ventilator had failed during use. The device could no longer be controlled and then switched off completely. It was reported that the patient was no longer being ventilated by the device. The device was then replaced. No health consequences for the patient were reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The log file of the affected device was analysed regarding the reported event. The analysis of the log file could confirm a restart of the cockpit. The restart was signalled to the user by visual and acoustic alarms. A faulty hard drive was identified as the cause of the cockpit restart. A failure of the ventilation could not be confirmed by the log file analysis. The ventilation was continued as set during the cockpit restart. The faulty hard drive should be replaced. The system's safety software analyses and checks the proper functioning of the device. If the safety software detects a deviation with regard to the cockpit, a warm start of the cockpit is triggered to reset the microprocessing system to a specific state. Ventilation is not affected by a restart of the cockpit and continues as set. Safety-relevant parameters such as fio2, minute volume or airway pressure are shown in the additional yellow/green oled display, on which the user can see the ongoing ventilation. Monitoring functions and the user interface of the cockpit are not available during the restart. After successful completion of the warm start, the system sends the alarm message "cockpit restarted" with the corresponding acoustic alarm tone. Based on the results of the investigation, the case was subsequently assessed as reportable. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.